Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were unable to walk because of their pain level due to driving 100 miles away from a hurricane in their area. The patient stated that they could not feel their legs and that they were having spasms. The patient wanted to meet with a manufacturer representative in order to charge their implantable neurostimulator (ins). It was noted that the patient did not have their recharger or programmer with them at the time, as they were staying at a hurricane shelter. It was unknown if any manufacturer representatives were able to get to the shelter and when the patient contacted a healthcare provider (hcp), the call was dropped. The patient eventually got a hold of the repair department but had not received the external devices through the mail yet, as (B)(6) and (B)(6) were not delivering in the area. It was further reported that the patient was distraught and in a parking garage. The call was transferred, but the connection was inadequate. On (B)(6) 2017 the patient reported that they had been able to get the recharger from their home and that the issues had been resolved. Additional information was received from the patient on (B)(6) 2018. It was reported that they were living in pain. The patient stated that their ins battery was dead. The patient mentioned that they wanted the ins out of them because they did not want to live with a dead battery. They also mentioned that they could not get someone to give them a charger or adjust the stimulation, in order for the device to stop giving them migraines and electrocuting them. No further complications were reported or anticipated. Indications for use are post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was experiencing the reposition antenna screen even when they moved the antenna all around. The last successful recharge was about 2 months ago. The patient said they needed to adjust their settings because it is giving them migraines and electrocuting them. The patient was considering removing the device. A rep said the patient was on their schedule. No further complications were reported.